Manufacturer narrative:
The service provider provided the investigation result on 03/16/2021. The actual device was tested. The pump failed the flow rate testing with a flow rate deviation of 7.29%, which is outside of the ±5% specification. The reported issue was confirmed. The pump was calibrated and tested to meet full specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00009).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 02/05/2021 and reported that pump 903420 had an inconsistency in the drip rate. 100ml would infused in 50 minutes as apposed to 1 hour. The device operator was a registered nurse. Medication being infused was tysabri. There was a patient involved. The patient was not harmed or injured.